Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) from premier healthcare database: comorbidity, costs and complications of patients treated with depuy synthes femoral neck system vs comparators. Reported complications include: peri-operative - during index event (not present on admission (poa): (n=1) compartment syndrome (n=109) delirium (n=294) general infection (n=31) cardiac complications (n=196) respiratory complications 12 months post index discharge: (n=32) mortality (n=42) reoperation (n=724) all-cause hospital revisits (n=275) fracture related hospital revisits (n=648) other hospital revisits (n=14) mechanical complication (n=16) superficial or fracture-related infection (n=5) deep infection (n=4) malunion (n=21) non-union (n=5) delayed healing (n=12) sequela (n=5) leg length discrepancy (n=7) ipsilateral thigh pain there are no reports that any death was caused or contributed to by the device. At this time, the deaths are considered a summarized statistical number for patients lost due to trauma, lost in study for final result statistics, and not related to the device. This is for depuy synthes femoral neck system (fns).